Event description:
It was reported that during f/u there was an increase in impedance and a pt notifier was delivered. There was loss of atrial capture. Pt was asymptomatic. The device was reprogrammed. Rv and lv lead measurements were satisfactory.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is this report only represents an enhancement to the reporting criteria going forward.